Event description:
Healthcare professional reported left side capsulitis, capsular contracture baker grade unknown, "left implant presents a heterogeneous internal echo structure with thick and mobile content (stair sign) suggestive of intracapsular rupture. Likewise, an echogenic area with a snowstorm sign is observed at the medial level of the breast, signs suggestive of extracapsular rupture. Device was explanted.

Manufacturer narrative:
Alternate phone number: (B)(6). Alternate email address: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "snowstorm sign"; rupture; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsulitis, capsular contracture baker grade unknown, "left implant presents a heterogeneous internal echo structure with thick and mobile content (stair sign) suggestive of intracapsular rupture. Likewise, an echogenic area with a snowstorm sign is observed at the medial level of the breast, signs suggestive of extracapsular rupture. Device was explanted.